Manufacturer narrative:
(B) (4).

Event description:
It was reported that post-implant impedances were between 50 - 150 ohms. Contacts 8-9 have impedance of 35 ohms. All other contacts appeared to be in the normal range. The doctor programmed around the short. Therapy impedances were l - 2257 ohms; r - 2742 ohms. The pt was receiving therapy. Battery voltage was 3.04v.